Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that about four days post implant, this right ventricular (rv) lead was found to exhibit high pacing thresholds and intermittent loss of capture (loc). The physician opted to perform a lead revision procedure due to patient being pacing dependent. During the revision procedure, this rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. Subsequent additional information was provided that reported that the patient with this right ventricular (rv) lead had visited the emergency room (ER) due to high pacing thresholds and loss of capture (loc) which was determined via telemetry. The physician suspected cause was due to lead position and patient change in tissue condition. Threshold tests and xray images were performed that confirmed that the rv lead remained in the same position. The physician still decided to perform the revision procedure and replaced the lead successfully. The rv lead was returned to facility for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that about four days post implant, this right ventricular (rv) lead was found to exhibit high pacing thresholds and intermittent loss of capture (loc). The physician opted to perform a lead revision procedure due to patient being pacing dependent. During the revision procedure, this rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Event description:
It was reported that about four days post implant, this right ventricular (rv) lead was found to exhibit high pacing thresholds and intermittent loss of capture (loc). The physician opted to perform a lead revision procedure due to patient being pacing dependent. During the revision procedure, this rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. Subsequent additional information was provided that reported that the patient with this right ventricular (rv) lead had visited the emergency room (ER) due to high pacing thresholds and loss of capture (loc) which was determined via telemetry. The physician suspected cause was due to lead position and patient change in tissue condition. Threshold tests and xray images were performed that confirmed that the rv lead remained in the same position. The physician still decided to perform the revision procedure and replaced the lead successfully. The rv lead was returned to facility for analysis. No additional adverse patient effects were reported.